Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to undergo incoming functionality testing) has been confirmed.  Upon investigation the monitor failed incoming testing.  The monitor's electrode belt connector guide pin was bent and unable to latch with an electrode belt. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor.

Event description:
Hold for mrd 07/20/20.a us distributor reported that a monitor was unable to undergo incoming functionality testing.